Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 113 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer declined to troubleshoot for weak battery.

Manufacturer narrative:
The insulin pump was received stuck in the motor error alarm loop during bolus delivery; an e70 alarm was confirmed in the history file. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No weak battery and no bad battery alarm. However, the insulin pump passed displacement test, basic occlusion test, prime test, operating currents, self test and off no power. No cosmetic damage noted.